Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The analyst noted that elective replacement indicator (eri) was triggered on 14 oct 2015, battery voltage was at 2.09 volts. Concomitant medical products: 419588 lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient reported to the emergency room with low blood pressure, a low heart rate and pre-syncope. It was noted that the cardiac resynchronization therapy pacemaker (crt-p) exhibited a loss of pacing. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. The analyst noted that the high internal resistance developed between the cathode and the cathode current collector, which greatly lowered its voltage output under load conditions. This device was included in that field action, but returned product testing found the device did perform as described in the field action.